Event description:
It was reported that this right atrial lead exhibited noise and oversensing which resulted in stored atrial tachy response (atr) episodes. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).